Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, resistance was noted during removal as the foot did not close properly. It was attempted to remove the device using force. The device was removed via surgery. Vessel damage occurred which was repaired during the surgery. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close was not confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy/plague or the suture which likely resulted in the entrapment of the device. The reported patient effects of tissue damage and dissection are listed in the perclose proglide IFU, as known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.